Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified: broken shell, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located), crease flat. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify broken striated in the radius side consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge broken on radius due to surgical damage. Missing piece of the shell due to inconclusive.

Event description:
Device has been explanted.